Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2020-04460, 2916596-2020-04461. It was reported that the patient experienced an alarm on their controller ((B)(4)) while at home and decided to switch to their backup controller ((B)(4)). After about 15 seconds, the patient switched back to the primary controller and experienced some difficulties while attaching the driveline. In the hospital, the patient was connected to the system monitor and it showed a power cable fault alarm on the primary controller and also a fuse b failure. The primary controller was exchanged for a new one and the alarms resolved after. The backup controller had an internal controller alarm after exchanging it to the primary controller. The backup controller was also exchanged for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the user having difficulties insert the driveline into the system controller was confirmed via the log file. The heartmate 3 vad modular cable (lot number: 185362) was not returned for analysis. However, two system controllers that were used with the reported modular cable were returned for analysis. In addition, the respective log files for both system controllers were submitted. Log file and functional analysis revealed that the driveline was inserted incorrectly into the system controllers by 180 degrees. The submitted log file from the patient¿s primary heartmate 3 system controller (serial number: (B)(6)) showed events spanning 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). Driveline power faults that were correlated with fuse b being open were active throughout the log file. Additionally, the submitted log file from the patient¿s backup heartmate 3 system controller (serial number: (B)(6)) showed events spanning approximately 23 days ((B)(6) 2018 ¿ (B)(6) 2020 per timestamp). Events occurring from before (B)(6) 2020 were due to events being recorded while the backup controller was being charged. Driveline power faults that were correlated with fuse b being open were active on (B)(6) 2020 from 20:35:39 ¿ 20:37:00. There were no other notable alarms active in the log files. Further evidence supporting that the driveline was connected upside-down was addressed via the system controller¿s investigations (MFR. Report #s 2916596-2020-04460 and 2916596-2020-04461). The root cause for the difficulty inserting the driveline was due to the driveline being inserted incorrectly at 180 degrees. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿) addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 185362) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.